Event description:
The dall-miles cable tensioner will not hole the cable properly. The event did not occur during a surgical procedure.

Manufacturer narrative:
Eval could not be performed. Device not returned to howmedia rutherford.